Manufacturer narrative:
Health care professional removed the sensor which was coming out from the wound on (B)(6) 2021 and shared that there was no infection, no redness, no heat, no inflammation, no sensor fragment detected in the location of the prior removal, and no clinical concern. No further investigation is required.

Event description:
On 07 september 2021, senseonics was made aware of an adverse event where the user noticed the current sensor was coming out from the wound, he saw that this old scar was infected as it was red, swollen and hurting. User shared that this was from an old removal performed back on 2018 or 2019, and that he believed that the sensor had broken up and he might still have a piece on his arm. Health care professional removed the sensor which was coming out from the wound on (B)(6) 2021 and shared that there was no infection, no redness, no heat, no inflammation, no sensor fragment detected in the location of the prior removal, and no clinical concern.